Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 20-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door was failed. A field service engineer found that the tower door four had been having ongoing issues with multiple clicks being accessed and replaced the latch assembly on tower door four and upgraded tower door latch 12 and three to the new style latch assembly to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower had door failure. Tower door 4 had consistently failed over several days despite multiple recovery attempts performed by facility staff. After the storage space was recovered, it subsequently failed again. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.